Manufacturer narrative:
Additional narrative: UDI: (B)(4)). Incomplete. The lot number was unknown. The lot number was unknown; therefore, the expiration date and manufacture date were unknown. Investigation summary: the complaint device is not being returned, therefore unavailable for a physical evaluation. Since the complaint device was not returned, we cannot determine a root cause for the reported failure. If the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Given that no lot number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by a healthcare professional through clinical research for clinical evidence on safety and performance that postoperatively to an initial procedure of medial patellofemoral ligament (mpfl) surgery of the left knee performed on (B)(6) 2019 using gryphon br with orthocord, the patient experienced post-operative infection on (B)(6) 2019. The current status of the patient was unknown. No additional information was provided.

Event description:
It was reported by a healthcare professional through clinical research for clinical evidence on safety and performance that postoperatively to an initial procedure of medial patellofemoral ligament (mpfl) surgery of the left knee performed on (B)(6) 2018 using gryphon br with orthocord, the patient experienced post-operative infection on (B)(6) 2019. According to the report, the patient had reoperation on the following dates: (B)(6) 2019. It was further reported the procedures conducted included irrigation and drainage, incision and debridement, tibial tubercleplasty revision on (B)(6) 2019, and orif tibial tubercle and hardware removal on (B)(6) 2019. It was further reported that the patient with post-op complications related to infection had concomittant procedures performed with initial surgery that included: r osteochondral allograft, and anterior tibial tubercleplasty. The current status of the patient was unknown. No additional information was provided.